Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that the left ventricular (lv) lead output was very high and the pacing polarity of the lv lead was changed, however, the reprogramming did not help the lv outputs and the lead was later inactivated. No patient complications have been reported as a result of this event.